Manufacturer narrative:
A review of the instrument's back up indicated that the customer is using the il locked test and il reagents for aptt-ss. Qc was found to be within the lab's established ranges. Clot curves for both results appeared to be appropriate. No warnings or errors were noted in the general log that would cause interference at the time of testing for this pt's sample.

Event description:
Customer states that their aci top analyzer gave a short aptt result (18.4 seconds). When the customer ran the test again, they received a result of 28.9 seconds. The original result of 18.4 seconds was not reported, and there was no pt impact. This event occurred outside of the united states.